Event description:
The customer reported that the antenna detached from the handle. Nothing fell into the patient cavity. The physician used another antenna and completed the procedure without any further problem.

Manufacturer narrative:
(B)(4). Evaluation the incident device confirmed the device shaft was broken. The cause was identified as excessive bending of the antenna shaft by the user.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.